Event description:
Additional information received that the event occurred during set-up prior to use. The issue was not resolved by repositioning or t roubleshooting. The procedure was not completed with reported product. Customer report that the mainframe seems to work in correct way but they don¿t know if the malfunction refers only to pi because they can't diagnose it - but the mainframe doesn¿t show any warning on communicates. After fuse change the stim 1 still doesn¿t response but stim 2 works.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up prior to use, after replacing fuse in the stim1 slot, device still does not respond. Stim2 socket was working. The issue was not resolved by repositioning or troubleshooting. The procedure was not completed with reported product. There was no patient impact.

Manufacturer narrative:
H3: product analysis: product: 8253002, item:10, s/n:(B)(6); mainframe 8253002 nim response 3.0 intl customer complaint has been not confirmed. The device has been in climate chamber for 24h in order to stress components, there was no error occurred. The nim 3.0 is received in good condition no deviations/anomalies found. Product: 8253200, item:20, s/n:(B)(6); patient interface 8253200 response 3.0 customer complaint has been confirmed stim 1 will not stimulate because the fuse is defect. The spare fuses are missing. The decal from the spare fuse missing. The wave washers are worn. Previous codes b17, c20, d16, g02005, g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.